Event description:
New information notes that no arrythmia was noted at the time of intervention; bradycardia was the indication for the initial system implant.

Manufacturer narrative:
The reported events were ¿cardiac perforation of ra lead¿ and loss of capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cutting and cleaning the distal end of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. A stiffness test was performed, and the results were within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
New information received notes that pericardial effusion and loss of capture was noted.

Event description:
New information received notes that the patient exhibited symptomatic bradycardia.

Event description:
It was reported that a patient presented with cardiac perforation noted on the right atrial lead. No electrical malfunction was reported. The lead was explanted and replaced on (B)(6) 2026. The patient was recovering without reported adverse patient consequences.